Event description:
It was reported that the device had "ground leakage" over 1/2 a "mil". Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, no defects noted. Per functional testing, the device failed our safety/electrical test confirming the complaint. The root cause was loose ground wires attached to the chassis. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Tightened the nut holding the ground wires tight against the chassis then retested the device for the safety/electrical test. Recalibrated the device. The device passed all functional and delivery tests.